Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was attempted for use in a patient for an unknown endovascular procedure. It was reported that the device delivery attempt was discontinued due to poor access anatomy and it was noted that there was access vessel damage. Another attempt was made using another manufacturers device but this too was unsuccessful. The access vessel ruptured during these repeated attempts and a covered stent graft was implanted (another manufacturer's). It was noted that implantation of a stent graft to the target lesion was abandoned. As per the physician, the cause of the event is due to poor access anatomy. No additional clinical sequelae were reported and the patient will be monitored by their physician.